Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information, patient photos. No information has been provided by the user facility. An examination of the subject device by a lumenis service engineer evaluated the device after verifying all system functions including calibration and energy output verification, the device operated well within manufacture specifications. He verified energy output on both 805 and 1060 handpieces. Recalibrated the internal power meter and verified cooling tip temperature to measure 15 deg celsius. Also, calibrated epi tip to measure slightly lower to facilitate comfort 14.4 deg celsius. The coolant was to the appropriate level. No reported error codes were seen by the engineer. The system was safe to use. Therefore, no device malfunction was reported or observed. Device malfunction is not the suspected cause of the reported event. While the information received to date does not confirm that a serious injury nor malfunction had occurred, due to the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown area following treatment with a lumenis lightsheer infinity laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. They mentioned they needed to calibrate the system a few times during procedure. On (B)(6) a patient reported on marks and hyperpigmentation and uncomfortable in the treated area. No reports of broken skin, bleeding, blisters, and no reported error codes at the time of the call.